Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to perform incoming testing) has been confirmed. Upon investigation, the belt failed incoming functional testing. The cause for the failure was isolated to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled and detached from the strain relief, breaking the solder joint connecting the rear pulse and gel fire wires in the dn pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report being unable to perform incoming testing on an electrode belt.